Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-09-09/11. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during service. It was reported that the external pressure and the internal pressure were out of specification. No harm to any person has been reported. As any pressure reading failure can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the external pressure and the internal pressure were out of specification. The failure occurred during service. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-09-09/11. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected sensor panel was investigated by getinge life-cycle-engineering (lce) on 2025-02-06 with following conclusion: upon visual inspection deposits were identified on most of the sensor connectors. The failure could be reproduced. The most probable root cause of the deposits could be identified as priming liquid or fluids used for cleaning that entered the connector while the protective caps were not used, the connection of a wet hls cable or the use of wet protective caps. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-08-07 for the period of 2014-06-30 to 2024-08-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-06-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure out of specification" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.